Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. A left atrial appendage (laa) closure procedure was performed; a watchman delivery system (wds) and a watchman access system (was) was selected to be used ten (10) years ago. The patient stated that has atrial fibrillation (afib) and take xarelto due to afib. During the procedure, the physician pierced the heart wall and quickly aborted the procedure. The patient stated that the physician said that the procedure could be repeated in a few weeks, but the patient declined. The patient switched to a new cardiologist and remained on xarelto. No further information was provided at the time of this report.

Manufacturer narrative:
Aware date is used as event date as the actual event date is not known.

Manufacturer narrative:
Aware date is used as event date as the actual event date is not known. The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. A left atrial appendage (laa) closure procedure was performed; a watchman delivery system (wds) and a watchman access system (was) was selected to be used ten (10) years ago. The patient stated that has atrial fibrillation (afib) and take xarelto due to afib. During the procedure, the physician pierced the heart wall and quickly aborted the procedure. The patient stated that the physician said that the procedure could be repeated in a few weeks, but the patient declined. The patient switched to a new cardiologist and remained on xarelto. No further information was provided at the time of this report.